Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: (B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that x-rays were taken and showed that the right occipital lead migrated. Surgical intervention was undertaken wherein the occipital leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108988.

Event description:
It was reported that patient experienced ineffective therapy as well as uncomfortable stimulation and increased pain with occipital system turned on. The patient was given an occipital nerve block and the system was turned off. X-rays were normal. Surgical intervention may be undertaken to address this issue.